Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the ins was poking at the patient consistently for 2 days. The patient had a scheduled appointment for (B)(6). It was also reported that the patient had experienced a sudden change in therapy/symptoms. The hcp indicated that the ins was fine until friday night and the patient thought that is shifted while she was sleeping. The stimulation was turned off and the feeling was the same.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.